Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned, and investigation has been completed.

Event description:
During ivtm therapy, the thermogard ivtm system ((B)(4)) intermittently powers off. Another thermogard ivtm system was used to continue with patient treatment. No consequences or impact to the patient.

Manufacturer narrative:
The customer's reported complaint of the thermogard ivtm system (sn (B)(6) intermittently powers off was confirmed during the review of the event logs but was not confirmed during functional testing. The reported issue was not replicated during testing, and the thermogard ivtm system functioned as intended. During visual inspection of the thermogard console, small tube under bottom of assembly cold well was broken causing leakage, inside cold well is rusty, screw on the right, rear bracket is stripped and stuck, rear housing is damaged, white rollers are worn out and cold well gaskets are degraded (yellow), unrelated to the reported complaint. These types of damages are likely attributed to the age of the console. The thermogard console was manufactured in (B)(6) 2012 and is 11 years old, well past its serviceable life of 5 years. The observed damages parts needs to be replaced to address these issues. Event log data review was performed and revealed multiple mid:16 (software related) error on the complaint date; thus, confirming the reported complaint. The mid:16 error attributed to the intermittent system reboot. The thermogard xp ivtm system passed functional testing including the power-on-self-test (post) with no issues. Zoll awaiting customer's approval for device repair.